Event description:
Additional information was provided that the patient's non-boston scientific right ventricular (rv) lead had dislodged due to the patient twiddling the lead, and was subsequently repositioned. It was not confirmed whether the patient's syncope was caused by the dislodged rv lead.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and was subsequently hospitalized. This patient's history included atrial fibrillation with rapid ventricular response, atrio ventricular (av) node ablation, and pacemaker dependence. High left ventricular (lv) lead thresholds had also been noted, which required the lv outputs to be increased. The physician suspected possible slow ventricular tachycardia (vt), thus reprogrammed the vt and ventricular fibrillation (vf) zones. Pacemaker mediated tachycardia (pmt) was also noted. Boston scientific technical services (ts) reviewed the electrograms (egms) and noted the right ventricular (rv) lead egm had the appearance of two separate, but close ventricular signals for bi-ventricular pacing and did have the appearance of possible loss of lv capture. It was noted that this episode was close to the time of the patient's syncopal event. Ts discussed that loss of lv capture would be unlikely to cause syncope. It was noted that the patient's lv lead would be revised in the near future. No additional adverse patient effects were reported.